Manufacturer narrative:
4581 - lens opacity. Claim# (B)(4).

Event description:
A presentation during ascrs 2026, reported adverse events associated with icl implantation. Reportedly, "a young, clear lens became opaque during icl surgery. This shocking event repeated in several cases. Following the clues, we uncovered the hidden cause and reproduced it experimentally. This film reveals the mystery and demonstrates a simple technique to prevent it completely." Also, an attendee reported, "description of immediate 'po blister like opacity in lens' which reduced overtime. No visual complaint. Cause: migration of dispersive ovd under icl during ccc caused localized swelling to the anterior capsule leading to formation of vacuoles." The lens may possibily remain implanted.